Event description:
It was reported that this pacemaker entered safety mode during interrogation. No adverse patient effects were reported. This pacemaker remains in service. Additional information was received indicating that the patient underwent a revision surgery in which this pacemaker was explanted and replaced. No additional adverse patient effects were reported. This pacemaker has not been received for analysis.

Event description:
It was reported that this pacemaker entered safety mode during interrogation. No adverse patient effects were reported. This pacemaker remains in service. Additional information was received indicating that the patient underwent a revision surgery in which this pacemaker was explanted and replaced. No additional adverse patient effects were reported. This pacemaker has not been received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode and that bradycardia therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption (during telemetry or other higher power device operations) and subsequent reversion to safety mode operation. This product is not approved in the united stated; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) number and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that this pacemaker entered safety mode during interrogation. No adverse patient effects were reported. This pacemaker remains in service.